Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible detached sensor wire. Patient or patient's parent were unable to locate sensor wire. No medical intervention was required.